Manufacturer narrative:
The product has not been returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No other events have been reported for this product lot. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
During insertion of the intraocular lens (iol) into the patient¿s right eye, the back haptics tore off the lens after becoming stuck to the injector. The lens was removed intraoperatively, requiring enlargement of the incision from 2.75mm to 3.5mm. No sutures were required. A replacement lens of the same model and diopter was successfully placed. The surgery was phaco only, and no other procedural complications occurred. The patient is not believed to have experienced a decrease in vision. In the surgeon''s opinion, the cause of the damage is that the lens was stuck in the delivery device. The patient''s outcome is good.

Manufacturer narrative:
The device evaluation has been completed. The lens was returned missing the peel pouch and dfu (directions for use). The lens was not positioned correctly in the carrier. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found the one set of haptic arms and part of the plate had been torn off and were missing. The other plate was bent/twisted. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation confirmed the failure mode. The conclusions from our original report remain unchanged.